Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, occlusion alarms occurred. To resolve the past issue, the customer changed the non-tandem infusion set and resumed insulin delivery. However, an additional occlusion alarm occurred while the customer was sleeping. The customer's blood glucose level was 339 mg/dl, and was addressed with a correction bolus. A system check was performed and the occlusion was found to be within the non-tandem infusion set tubing. An infusion set change was performed and insulin deliveries were resumed.